Event description:
The device was explanted and replaced due to an allegation of premature battery depletion. The patient is stable.

Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted. (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
Field experience of premature battery depletion was not verified in the laboratory. A longevity calculation was performed, and the device was within expected longevity performance. The device was tested on the bench, and no anomaly was found.